Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the patient line. Customer loaded a new cartridge to address the issue. Customer reported a blood glucose of greater than 400 mg/dl with high ketones. Customer administered a correction bolus via the pump with the assistance of his parents to address the elevated blood glucose level.